Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to infection. A new 14cm x 9.5mm ipp with 65 ml reservoir was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.